Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 99% stenosed, 12x3.0mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.5mm x 12mm quantum¿ maverick¿ balloon catheter was selected to dilate the lesion but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed hypotube broken.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces; as received. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with contrast and blood between the balloon folds. Microscopic examination and tactile inspection revealed a complete hypotube separation 83cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities to the distal tip. Microscopic examination presented no damage or irregularities in the balloon or balloon material. Microscopic examination presented no damage or irregularities in the markerbands. Microscopic examination presented no damage or irregularities in the bonds. Microscopic examination presented no damage or irregularities in the inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).